Manufacturer narrative:
Software analysis was unable to determine whether a software anomaly contributed to the reported behavior based on the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed with multiple instruments. It was reported that when navigating to the screw placement plan, the imprecision was observed to the right and anterior. Three image acquisitions were performed and the imprecision was noted immediately after the acquisitions. The surgeon completed the procedure with the use of the navigation system. Additionally, it was noted that the site was able to place the screws successfully and that each of the three noted image acquisitions were used. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome.